Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at display window corner, cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer's parents reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 272 mg/dl. Customer was attempting to suspend the device and the buttons didn't work. They switched the battery and the device alarmed. Customer is back to school, she is in band and it's been hot. The device might have been exposed to sweat. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for analysis.